Manufacturer narrative:
Per the instructions for use, valve malposition is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or severely/bulky calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, per report, procedural factors [poor coaxial alignment of the delivery system and the valve during deployment] contributed to the valve malposition and resulting paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure the 26mm sapien xt valve was deployed canted, causing moderate to severe paravalvular leak. A second valve was implanted. The valve was initially positioned 50:50 within the annulus. Upon slow inflation of the balloon, the valve moved ventricular, and was re-adjusted to a 50:50 position during angiography with the pigtail as a marker. Inflation was completed, but the valve was not co-axial to the centerline of the aorta. As a result, the non-coronary cusp side of the implant ended up about 20:80 [aortic:ventricular] while the left-coronary cusp side of the valve ended up 50:50. The patient presented with moderate-severe paravalvular leak on tee and angiography. The valve was post-dilated twice which reduced the pvl to moderate, but the implanting physicians decided to place a second valve one cell more aortic. The second valve placement was perfect and the patient ended up with mild-trace pv leak. The cause for the valve malposition was attributed to the wire/delivery system not being coaxial with the native valve. The native leaflet calcification was described as severe; aortic root calcification was mild. Coaxial alignment of the delivery system and the valve and the image intensifier angle were described as fair. Ventilation was held during deployment and there was no loss of pacing capture during valve deployment.